Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to view patient details. A technical support specialist (tss) identified that the patient inactive admission days setting was configured to 14 days, which caused the patient to disappear from the device after 14 days of inactivity. So, the tss temporarily changed the setting to 60 days, making the patient visible, and then reverted it back to the default 14 days after verification. The tss also emailed the customer with instructions to set the value to 60 days, perform a transaction to mark the patient as active, and then revert the setting back to 14 days after completing the transaction. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to view patient details. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.